Event description:
The user reported that during a coiling procedure air bubbles were seen in the fluid administration tubing. The user could not identify where the bubbles were coming from. No harm or injury was reported.

Manufacturer narrative:
The suspect device is not expected to be returned for eval. A f/u report will be submitted when the investigation has been completed.